Event description:
Customer reported when attempting to download with the device, no data was transferred. An error message resulted. No treatment. A request was made for return product and replacement product was sent.